Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right common femoral artery with a cross over access. The armada 35 balloon ruptured during the first inflation at 8 atmospheres. The catheter separated in two pieces during removal into the introducer due to resistance with the sheath. The two separated pieces were removed from the anatomy via surgical access with a lasso. There was a clinically significant delay in the procedure. The procedure was completed successfully. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and subsequent surgical procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.